Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant. A saluda representative reported that the patient was not charging their evoke scs system and the system was not regularly in-use by the patient. The evoke scs system was confirmed to be performing as intended.